Manufacturer narrative:
A company service rep checked the system and found it met performance specifications. No components have been returned for evaluation. Unable to determine root cause of the pt event in this investigation.

Event description:
The facility reported a problem with the system. They tried using three vitrectomy cutters, but not getting any cutting. During follow-up on 01/03/2007, the facility stated a posterior capsular tear had occurred, the cause was not indicated. Additional info has been requested.